Event description:
It was reported that the device has a broken lock mechanism and is not recognized by device. There was unknown patient involvement. No patient harm/adverse event was reported. Device evaluation found that the latch lock flex sensor was faulty.

Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause of the reported issue is the latch flex sensor not working. The latch lock flex sensor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.